Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited t-wave oversensing and high pacing impedance measurements greater than 20000 ohms on the rate\sense channel. This out of range measurements occurred after the patient had post rf ablation. Technical services (ts) discussed ablation damage to the myocardium versus lead damage. Ts also discussed programming ventricular refractory period (vrp) to cover the t-wave oversensing. It was noted that the oversensing could not be fixed with vrp. The device was reprogrammed to vvi 50 and there is a good escape rate. Additional information indicated the device was explanted due to the patient's condition. The patient was upgraded to a bi-ventricular device and moved to the left side. During this procedure, this lead was surgically abandoned.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.